Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No patient code available for loss of appetite.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(6), alleging that her husband¿s onetouch verio 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue began overnight on (B)(6) 2017, alleging that he obtained inaccurate blood glucose result of ¿93 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that her husband manages his diabetes with insulin, and in response to the alleged inaccurate high result, he consumed less food and drink. The reporter stated that approximately 1 hour after the meter issue began he developed symptoms of ¿shaking, loss of appetite and wanted to vomit¿, they related these symptoms to hypoglycemia. The reporter stated that in response to the symptoms, she called the emergency services, and they advised her to tell her husband to eat some food. The patient self-treated by consuming some ¿sugar and bread and jam¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.